Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stem was sitting higher than the broach.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Related dimensional inspection was performed on the returned femoral stem. The part was found to be entirely within the tolerance limits. No problem with the returned tri-lock stem was identified that would adversely affect the fit of the implant in the broached bone. The investigation is unable to determine a root cause for the problem experienced by the user. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.